Event description:
Patient was in the or to have laparoscopic nissen fundoplication and mic-key button gastrostomy feeding tube placement. Button portion of mic-key was placed into patient's stomach. Syringe of air was placed into button's balloon port and amount of air was injected as per manufacturer's instructions to inflate the balloon. When syringe was disconnected from balloon port, balloon deflated. Button was then removed from stomach, water was placed into the button's balloon. Balloon held the water, however, when syringe was removed from balloon port, balloon deflated, water coming out of the balloon port. Balloon only stayed inflated when syringe remained connected to the balloon port. Once syringe disconnected, balloon would deflate. At this time, a new mic-key button was obtained and used for this patient. No difficulty or malfunction occurred with the second mic-key button.